Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was unable to be deployed. It was reported that the procedure was successfully completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2022 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: medical device problem code has been updated to a150201 to capture that this event will no longer be reportable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was unable to be deployed. It was reported that the procedure was successfully completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on may 26, 2022: it was clarified that the clip could not be deployed due to the clip was unable to grasp and lock onto tissue. The procedure was completed with a resolution clip device.